Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, an air bubble was observed in the infusion set cannula. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) was 544 mg/dl. Manual insulin injections were used to address bg. The customer reverted to manual injections for insulin therapy.